Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly found.

Event description:
At follow-up, interrogation noted lost capture, sensing, and decrease in lead impedance. Fluoroscopy was inconclusive, however dislodgement was suspected. Lead was explanted and replaced.